Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the right atrial (ra) was confirmed as dislodged and thus there was decreased pacing impedance and increased capture and sensing values. The ra was repositioned to resolve the event and the patient was stable.